Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under all of the keypad button contacts.this report is made based on the results of an investigation completed on 2/10/2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 2/10/2015 with the following findings: the keypad is torn over the up & down arrows. The up, down, and ok buttons have an intermittent response. Removed the keypad and found contamination under all of the button contacts. Pump booted to the verify screen with dim pink contrast. There's a crack along the battery compartment from the threads to the bumper pad. (B)(6).